Event description:
Awareness of a post-operative leak was communicated on (B)(6) 2024. The patient underwent a laparoscopic sleeve gastrectomy on (B)(6) 2024 and approximately 1 week later, the patient was brought back to the hospital where a leak was discovered. The patient received surgery to fix the leak and was transferred to another facility where the patient was septic. The patient is recovering in the hospital.

Manufacturer narrative:
Qn#(B)(4).